Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements, greater than 125 ohms, on the right ventricular (rv) lead. The health care professional (hcp) noted the ICD will likely be replaced soon due to normal battery depletion, and they would like to wait until then to replace the lead during the same procedure. A request was made to have data from this device analyzed. Data analysis showed the gradual rise in shock impedance trend since approximately august 2019 is more likely due to patient factor rather than compromised integrity. Recent events confirm electrogram (egm) channels are clean/artefact free. Technical services (ts) agreed with the plan to increase the alert limit to 200 ohms for out-of-range shock impedances alongside close patient monitoring via the latitude patient monitoring system. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.